Event description:
It was reported this was an arteriotomy closure of a common femoral artery using only one prostyle device using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Femoral imaging was not performed. Reportedly, when it was time to retrieve the suture threads, the knot also came away. The sheath was upsized to a 9f sheath and the evar procedure was completed. Hemostasis was achieved via surgery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method clarifier failure to follow steps / instructions was added to capture no femoral imaging was performed.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was observed as a suture malposition based on the returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. One sterile device was returned. There was no damage noted to the sterile device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - catalog # updated from "unk prostyle" to 12773-02 d4 - lot # updated from "unknown" to 3061342.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was an arteriotomy closure of a common femoral artery using only one prostyle device using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Femoral imaging was not performed. Reportedly, when it was time to retrieve the suture threads, the knot also came away. The sheath was upsized to a 9f sheath and the evar procedure was completed. Hemostasis was achieved via surgery. No additional information was provided.